Manufacturer narrative:
The offer of a system service check of the medrad® stellant flex CT injection system, serial number (B)(6), was declined by the customer. The disposables in use during the incident were not saved and the customer was unable to provide the lot number of the subject disposables; therefore, testing of retained samples is not possible. An offer for additional applications training has been made and has been declined by the site. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was informed that a 50-year-old female suffered an extravasation while connected to a medrad® stellant flex CT injection system (B)(6). The customer reported that approximately 100 ml of contrast was extravasated in the patient's left antecubital. Following the event, the affected limb was elevated, a warm compress was applied to the infiltration site, and acetaminophen was recommended. After being discharged, the patient had visited an emergency department on a recommendation from the site radiology nurse, due to leakage from the extravasation site. The current status of the patient is unknown.